Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient with peripheral stimulation system had a successful epidural lead trial and wants to continue ysenif peripheral nerve stimulation (pns) therapy until epidural lead implant surgery is completed. The intended removal of pns system will be done at the time of the epidural lead and ins. Surgery to be scheduled. The patient attempted to charge battery which he admitted to not having charged in 2-3 months. Unable to start charge cycle. The patient will be met on (B)(6) 2018 at physician clinic for trickle charge procedure. This was due to patient compliance with charge intervals as instructed and suggested. The issues was not resolved at the time of the report. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's pns system was explanted today (B)(6)2018 and replaced with an epidural spinal cord stimulator. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the power on reset (por) was cleared. The patient was able to commence therapy and the issue was resolved. No further complications were reported or anticipated.